Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The ht command guide wire referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a chronic totally occluded and heavily calcified lesion in the distal tibial artery. A 1.2x20mm armada xt otw balloon catheter was being prepared; however, during flushing of the guide wire port, the saline came out of from the balloon port instead of the tip of the balloon. The balloon catheter was not used and a similar size unspecified device was successfully used. A ht command es guide wire was being advanced; however, slight resistance with the anatomy was felt and the tip of the guide wire separated. As the separated portion was in the distal tibial; it was decided to leave it in the foot and not intervene further. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported leak issue was confirmed as fluid leaked from the proximal glue port. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation determined the reported hub leak at the proximal glue port appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.